Event description:
It was reported that smartstitch perfectpasser connector has fallen apart when used in the joint. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
It was reported that smartstitch perfectpasser connector has fallen apart when used in the joint. There was no significant delay and a backup device was available. No patient injury was reported.